Event description:
While treating a patient in cardiac arrest, the device successfully discharged at 200 joules. Upon the second attempt to deliver energy to the patient, the device displayed a "defib fault 80" message and failed to charge energy. The clinician obtained another device, unfortunately, the patient expired. During subsequent testing the device displayed "defib fault 80" and "discharge fault" messages.